Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient was coughing up blood when they recharged the ins and inquired if this was a side effect of recharging. Someone contacted the manufacturer yesterday regarding recharging and the ins being low. They started charging the device and the patient started coughing up blood. The patient went to the emergency room and tests were done but nothing was found. The patient did not have any issues during the night but when they went to finish charging the device, the patient started coughing up blood again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having issues charging past low. The caller began to recharge and there was 0/8 bars. The call was disconnected. The caller called back and said the ins was still not charging. The coupling bars were now at 4 bars and the battery icon was flashing 25%. The caller was going to continue to charge and call back if it was still not charging. No symptoms were reported. No further complications were reported/anticipated.